Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one-to-one correlation could not be made with unique product serial/lot numbers. The baseline gender/age characteristics is male/53 years old. The model listed in the report is a representative of the model family, as there is no specific model listed. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information was made. If additional information is obtained regarding this event, it will be added, and a supplemental report will be submitted accordingly. Referenced article: outcome after left ventricular assist device exchange. European journal of cardio-thoracic surgery. 2024, 66(4), ezae317. Doi: 10.1093/ejcts/ezae317 additional products: d1: heartware ventricular assist system ¿ outflow graft d4: model #: unk-outflow graft/ catalog #: / expiration date: unk / serial or lot#: unk d10: no h4: mfg date: unk h5: yes d4: UDI information is unable to be obtained as the product was distributed outside of the united states and d4 UDI is therefore blank. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding outcome after left ventricular assist device (vad) exchange. The authors described eighteen patients who underwent vad exchanges due to device infection, outflow graft infection, unknown device malfunction, pump thrombosis, outflow graft obstruction, inlet obstruction, prophylactic removal, gastrointestinal bleed (gib). Prior to vad exchanges, patients experienced adverse events which included stroke, chronic kidney disease, acute renal dysfunction, respiratory failure, right heart failure, ventricular tachycardia (vt), supra ventricular tachycardia (svt), hepatic dysfunction, gib, hemolysis, pericardial fluid collection, pulmonary infection, sepsis, and hemothorax. There were adverse events which occurred within thirty days post vad exchange or in the long-term which was greater than thirty days post exchange. The adverse events in the short-term and long-term included ischemic or hemorrhagic cerebrovascular accident (cva), gib. Post-operative bleeding which included wound bleed and hemothorax, wound exit-site infection, pump thrombosis, respiratory failure, arterial or venous thromboembolism, hepatic dysfunction, renal dysfunction with renal replacement therapy, vt, svt, right heart failure with a temporary right vad, sepsis, pericardial fluid collection, hemolysis, or psychiatric episodes. Two patients underwent a second vad exchange. There were patient deaths in the short-term and long-term after vad exchanges; the causes of death were multi-organ failure, intracranial hemorrhage, ischemic cva, unknown pump failure, andother unknown causes. The status of the devices is unknown. No additional adverse patient effects or product performance issues were reported.